Event description:
The manufacturer's bench repair technician reported during service, the unit fails the back up battery test. If a loss of power occurs during use, it could cause the unit to shut down due to back-up battery not working. No patient involvement.